Event description:
The wire frayed inside the pt. They were not able to retrieve all of the wire from inside the pt. Although add'l questions have been asked, no answer was provided by the rptr. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4): separates is not labeled. No product was returned to assist in this investigation. W/o the complaint device a definitive root cause cannot be determined. Nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In the absence of add'l info a root cause cannot be determined. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk reduction activities.